Event description:
The customer contacted stryker to report that the energy select button on their device was unresponsive. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to duplicate the reported issue. The reported issue was due to the main keypad. After replacing the keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the replaced keypad at the product assessment center (pac) and could not duplicate the issue. The button was functional; however, increased pressure was required for successful activation.

Event description:
The customer contacted stryker to report that the energy select button on their device was unresponsive. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event